Manufacturer narrative:
(B)(4). The complaint mr290 vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in (B)(4) but the evaluation has not yet begun. We are also in process to obtain further information from the customer. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare field representative a mr290 vented autofeed humidification chamber was leaking water from the bottom of chamber. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare for evaluation where it was visually inspected. Results: the visual inspection of the returned mr290 chamber identified a horizontal crack line on the lower part of the chamber dome. Water leak couldn't be confirmed as the water feedset of the complaint chamber was found cut when received. Conclusion: we were unable to conclusively determine the cause of the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare field representative a mr290 vented autofeed humidification chamber was leaking water from the bottom of chamber. There was no reported patient consequence.